Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 23 mg/dl. The customer treated with food and glucose tablets. The customer stated that the ambulance came and gave her glucagon kit and candy. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. The customer was advised to monitor the pump.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The stop current and run current measurement tests are within specification. The insulin pump alarmed prime during prime test and during the basic occlusion test due to faulty force sensor resister. We were unable to perform the self-test, off no power test, error test, occlusion test and excessive no delivery test due to prime alarms. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube and a partially broken off reservoir tube lip.